Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level and insulin pump was no longer working. The customer¿s blood glucose level was 400 mg/dl at the time of incident and current blood glucose level was 217 mg/dl. The customer reported that the drive support cap was normal. The customer¿s blood glucose level was over 400 mg/dl. The customer was treated with manual injection for high blood glucose level and checked cannula and it was bent. The insulin pump will not be returned for analysis.